Event description:
The customer reported that a trx device failed to alarm when the patients spo2 went down. The device was reported to be in use on a patient, but no adverse event to patient or user was reported.

Event description:
The customer reported that a trx device failed to alarm when the patients spo2 went down. The device was reported to be in use on a patient, but no adverse event to patient or user was reported.